Manufacturer narrative:
As reported, capsure device deployed two fasteners at the same time. Evaluation of the returned sample could not reproduce the reported event that the device deployed two fasteners at once during fixation. Functional and simulated use testing found the device to function as intended. No manufacturing anomalies found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section of the IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the capsure fixation device deployed two fasteners at the same time. The fasteners were removed from the patient's body. It was reported that another device was used to complete the procedure. There was no patient injury.